Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to touch contamination by the patient. This is supported by the culture results of enterococcus faecalis, enterococcus spp. Are normal inhabitants of the gi tract and may colonize or infect the genitourinary (gu) tract, enterococcal peritonitis probably results from touch contamination and possibly from gi sources. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported that he was admitted to the hospital due to a dialysis related infection. The patient stated that upon discharge the pd prescription was changed. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on(B)(6) 2026 and diagnosed with peritonitis (unknown symptoms). A pd culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) antibiotics (drug, dose, frequency, and duration not provided). The culture resulted positive for enterococcus faecalis. The patient was discharged on (B)(6) 2026. The patient is recovering and continues ccpd therapy with the same liberty select cycler. It was confirmed the patient did not have any fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The cause of the peritonitis event was attributed to touch contamination by the patient during the pd exchange. No further information was provided.